Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 3.5 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body, stent damage was noticed. The procedure was successfully completed with a taxus express2 3.5 x 12 and 3.5 x 16 mm drug eluting stents. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".